Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. Patient was involved. No harm is reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.